Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had their ins removed in february of this year (patient did not give exact date) because they said the ins hadn't been working and they were leaking everywhere and couldn't find out why. Patient said their bladder is not like an accordion like it should be. Patient said their previous doctor told them to do some exercises, but said they weren't helping. Patient also said they found out the ins "wasn't hooked up". The patient said their current doctor told them that the implanting doctor "did not connect it". They said this all happened right after implant. The reason for call was patient said they would like to be compensated because they have gone through two surgeries where they've been cut into and had their back opened twice and now they have scar tissue. Patient said if they aren't contacted for compensation, they will hire an attorney. Patient also mentioned that there was a manufacturing representative (rep) present for the surgery and said the surgery still didn't get done correctly. The patient was told patient that they would hear from a patient relations specialist in the next couple of days. The patient said that their most recent implant was ¿not connected¿ and it didn¿t work. Patient said she would like compensation, otherwise she will call an attorney.

Manufacturer narrative:
Event date is estimated. Explant date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.